Event description:
It was reported that, during treatment, on the second day after the aquacel ag allevyn gentle border bandage was applied it was noticed that there was a self-limiting skin rash that the patient did not consider significant. Thirty minutes after the bandage was applied on the third day, the patient had an anaphylactic reaction (with the following symptoms: ¿rash, itching, swelling of the eyelids and lips, oropharyngeal tightness, inaudible voice¿). The patient was taking clindamycin at the time of the event. Remedial actions taken by healthcare facility was to apply the anaphylaxis algorithm, with administration of ½ ampoule of adrenaline, clemastine IV, and methylprednisolone. The patient mentioned that she had never experienced a similar event only reference to scattered skin rash over the entire integument the last time she had this dressing applied. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4). Section b5 was updated.

Event description:
It was reported that, during treatment for a venous ulcer of the lower limb, on the second day after the aquacel ag allevyn gentle border bandage was applied it was noticed that there was a self-limiting skin rash that the patient did not consider significant. Thirty minutes after the bandage was applied on the third day, the patient had an anaphylactic reaction (with the following symptoms: ¿rash, itching, swelling of the eyelids and lips, oropharyngeal tightness, inaudible voice¿). The patient was taking clindamycin at the time of the event. Remedial actions taken by healthcare facility was to apply the anaphylaxis algorithm, with administration of ½ ampoule of adrenaline, clemastine IV, and methylprednisolone. The incident lasted 3-6 hours. The patient mentioned that she had never experienced a similar event only reference to scattered skin rash over the entire integument the last time she had this dressing applied. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the product, could not be returned for evaluation. The clinical/medical investigation concluded that, a definitive root cause of the reported adverse event cannot be determined; however, we cannot rule out an anaphylactic reaction triggered by re-exposure to aquacel ag dressing with allevyn gentle border in a previously sensitized patient, nor can we rule out the concurrent use of clindamycin, an antibiotic drug associated with hypersensitivity reactions including rare cases of anaphylaxis, as a potential contributing factor. Patient-related risks include (advanced age, compromised skin integrity) and absence of documented allergy testing likely contributed to recurrence. Potential underlying causes include hypersensitivity to dressing components (adhesive or silver compound) and unclear drug-related hypersensitivity. The impact on the patient beyond the severe acute symptoms: rash, pruritus, facial edema, and airway compromise requiring emergency treatment with adrenaline, IV antihistamine, and corticosteroid. Distress lasted 3¿6 hours, could not be determined since the patient¿s outcome is unknown. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and instructions for use could not be performed. A review of complaint history based on the historical data revealed similar previous events; this adverse event will be monitored for future complaints for any necessary corrective actions. A historical review concluded that there have been no previous escalated actions for the product family name and adverse event reported. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A factor that could contribute to the reported event include an adverse skin reaction to the dressing's materials. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.